Manufacturer narrative:
The returned device was evaluated. During this testing the unit was able to turn on using battery power. When powered on one led segment on the upper led digits display does not illuminate. The device was able to obtain measurements and alarmed audibly and visually under alarm conditions. Internal inspection showed the dim display segment measured comparably to a fully functional segment. The system board led segment display d2 has a potentially borderline faulty segment, during the course of evaluation the segment began illuminating correctly. A service history record review reveals that this unit was in the field for over three (3) months with no previous reported issues related to this reported event.

Manufacturer narrative:
The device has been returned to the local facility but has not yet been received at the main office for evaluation. Once the device has been returned and investigated, a follow-up report will be submitted.

Event description:
The customer reported the device shows saturation values below 50%. No patient impact or consequences were reported.